Event description:
It was reported that during a lap ovarian cystectomy procedure, the tissue pad came off. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.